Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately eight months and twelve days post port placement, the catheter allegedly had rupture. Further it was reported that the infusion process was abnormal, slowed down, and there was no blood in the return draw. There was no reported patient injury.

Event description:
It was reported that eight months and twelve days post a port placement, the catheter allegedly had rupture. Further it was reported that the infusion process was abnormal, slowed down, and there was no blood in the return draw. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one electronic photo was reviewed. The photo shows a close view of the power port attached to a white catheter. A small split was noted on the catheter near the cathlock. Based on the photo review, the reported fracture issue can be confirmed. However, material separation is unconfirmed, as the damage does not separate the device into two or more pieces. The reported difficulties with aspiration and infusion are also confirmed given the damage to the catheter. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: h6 (component, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.